Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited high thresholds and an insulation anomaly. The lead was capped and replaced during routine device change out. The patients condition was good after the procedure.